Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a ventricular tachycardia (vt) procedure, after a lesion was located at 1-2cm from the his location, a complete av block occurred after 2 seconds of rf. Ablation of the pvc/vt was completed successfully, but the av connection did not recover. A temporary pacing probe was placed at the end of the procedure to see if the av block would disappear the following day. The rf segment was reviewed with the physician and no his signal was present on the ablation catheter before the lesion, and the catheter did not move at all. The patient is currently in stable condition. There were no performance issues with any abbott devices.